Manufacturer narrative:
Additional code added to section h6 evaluation code method. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator displayed "vent inop" error message when powered on and emitted smoke from exhalation module with "clanking sound". The device was available for evaluation. The medtronic field service engineer (fse) evaluated the device and found the direct current (dc) - dc pcb (printed circuit board) had a burnt component. The fse replaced the dc to dc board. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The dc-dc converter pcba was returned to medtronic for failure investigation. There was thermal damages and a blown c83 capacitor and p1 during the visual inspection. It is likely the reported sound <(>&<)> smoke was a result of a burnt component in the dc-dc pcba. There is an existing internal investigation related to this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator displayed "vent inop" error message when powered on and emitted smoke from exhalation module with "clanking sound". The ventilator was not in use on a patient at the time of the reported e.

Manufacturer narrative:
3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator displayed "vent inop" error message when powered on and emitted smoke from exhalation module with "clanking sound". The device was available for evaluation. The medtronic field service engineer (fse) evaluated the device and found the direct current (dc) - dc pcb (printed circuit board) had a burnt component. The fse replaced the dc to dc board. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The likely cause of the observed conditions was determined to be the burnt dc - dc printed circuit board. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.